Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump noted during testing. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that there was moisture under the screen. The customer's blood glucose was 169 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.